Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
On 2014-10-08, information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration/dose via an implantable pump for spinal pain. The reporter didn¿t know the dose and concentration but noted the health care provider (hcp) told him ¿it¿s so low it isn¿t even funny¿ and it was reported the morphine in the pump was very little, the absolute minimum dosage. The patient¿s medical history and patient¿s concomitant medications were not specified. It was reported that since implant, the patient¿s biggest problem was that it was difficult to have a bowel movement. The patient¿s health care provider (hcp) reportedly said it would take time. The patient noted he may end up taking a suppository or prune juice and noted ¿sometimes it¿s just unbelievable.¿ he had spoken with his hcp several times. The hcp gave him a prescription for lactulose solution 10 grams/15 ml, one or two tablespoons four times per day/right before bed, but it was described as excruciating. It was further reported he needed to use suppositories. The hcp or nurse reportedly said his body just needed to get used to it. Also, for approximately the first two weeks after implant, he was not able to urinate and his spouse had to help him use a catheter. The patient¿s healthcare provider (hcp) put him on some medicine and he was not sure if the medicine helped or if it just got better in time. The patient had been using boluses for pain at the pump incision site in his lower back, which he had intermittently since implant if he had walked a little bit or sat for very long. If the patient was lying down, he was not in pain. Further information was later received by a consumer on 2014-10-23. The patient still had concerns regarding their device and had an appointment date of (B)(6) 2014. Additional information has been requested regarding medication information, history, the patient¿s symptoms, the cause of the event, if any troubleshooting, interventions or other actions were taken and how the patient was now doing, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.